Event description:
It was reported by service report that the bed had no power. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Blown fuses in power inlet filter.